Manufacturer narrative:
The technician found the right foot siderail mounting screws were pulled out. He could not determine the cause. The technician replaced the right foot siderail to repair the bed.

Event description:
The account alleged, the right foot siderail will not latch on this bed.